Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a hand assisted right colectomy procedure, the case went well. The device fired fine with no patient consequence. There was no leak test performed on the anastomosis. Either the same day or next morning, a post op leak occurred and the patient lost 1000cc of blood. The patient was on a number of medications which included a blood thinner, coumadin. The surgeon stopped all medications. The patient was not taken back into the operating room to determine where the bleeding was coming from. The surgeon is not blaming the device, but is unsure why the bleeding occurred. The device was discarded. Additional information has been requested.

Event description:
Additional information was requested on (B)(6) 2011 and no additional information was received.